Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that while infusing a medication, the syringe channel began beeping with a red light, and channel error displayed. Staff was unable to silence alarms, therefore the pcu was turned off. After restarting the pcu, the syringe module continued to alarm. The event occurred during use on an infant patient on a medical/surgical unit. Although requested, no additional patient information was provided.

Manufacturer narrative:
The customer's report of a channel error and that the device continued alarming for an additional error were confirmed. On 29feb2020 syringe module error log recorded error code 232.6040 at 8:55 am and error code 358.2000 after the pump module was reattached at 8:58 am. The alaris system malfunction list identifies this error code in lvp, pca and syringe as a lkb/ykb detected a rate display failure. The technical service manual identifies error code 358.2000 in pca and syringe as: communication safety system, communication failures. Failure investigation report concluded as follows: specific led segments can draw more current which correlates to a larger current draw with corresponding voltage drop causing the u5 (monitoring chip) to trigger the alarm (232.6040). Supplier failure investigation determined the failed segments were electrically leaky due to the die attach epoxy making contact with led pn junction on side wall of the die. Functional testing of approximately 180 hours performed on the returned syringe module could not replicate the error messages. Internal inspection of the syringe module and the display board observed no anomalies. The pcu device was not returned for this investigation. Device history review: review of the syringe module (s/n (B)(6)) service history record showed the device had a manufacture date of 03jun2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 26may2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The proximate cause of the customer¿s complaint of the syringe channel error was identified as being due to silver epoxy creep on the led die side wall during die attach process. This issue is suspected to have resulted in error code 232.6040. The proximate cause of the customer complaint of an additional channel error was identified in the error log as a 358.2000 (communication failure). The error messages were not replicated during testing.

Event description:
It was reported that while infusing a medication, the syringe channel began beeping with a red light, and channel error displayed. Staff was unable to silence alarms, therefore the pcu was turned off. After restarting the pcu, the syringe module continued to alarm. The event occurred during use on an infant patient on a medical/surgical unit. Although requested, no additional patient information was provided.